Event description:
It was reported that a patient presented with inappropriate pacing output and competitive atrial pacing noted on the patient's pacemaker. This resulted in sustained arrythmia. No intervention or patient consequences were reported.